Event description:
It was reported that the customer experienced a diminishing screen responsiveness on their device, requiring multiple button presses to enter information. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting. No additional information was received regarding the outcome of the event.